Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The complete initial reporter's facility name is kepler university clinic. Gmbh neuromed campus material magazine. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a defective chiller primary wo-00102512. Per review of wo on 07aug2025, there was no patient involvement.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a defective chiller. The device was evaluated upon receipt. The chiller was found to be defective due to a short circuit inside the machine. Customer declined the repairs and the unit was scraped and replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a defective chiller primary wo-(B)(4). Per review of wo on 07aug2025, there was no patient involvement.